Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the catheter was placed on (B)(6) 2010 and a leak was noticed on (B)(6) 2010. The uvc was removed and replaced.